Event description:
It was reported that the applier was being used in a case and working fine. The surgeon went to apply a clip to the duct and there was slightly to much tissue to get it around the structure and the clip did not lock. The device was removed from the patient and the clip was removed from the jaws. A clip was dry fired and the surgeon tried to fire a clip onto the duct. The device jammed again when during placement of the 3rd clip. Two clips came down the shaft at the same time. The device was removed to remove the defective clips. After this second jam, the device never cleared and continue to fire clips two at a time for two rounds then in singles but clips were not engaging fully in the jaw. The bottom tooth of the clip was not held in the bottom tooth of the jaw. The surgeon continued clearing the clip and trying to reload but the clip never correctly engaged in the jaws.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73b1800292 was manufactured on 02/19/2018 a total of (B)(4) pieces. Lot was released on 02/23/2018. DHR investigation did not show issues related to complaint. Revision of pfmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier was being used in a case and working fine. The surgeon went to apply a clip to the duct and there was slightly to much tissue to get it around the structure and the clip did not lock. The device was removed from the patient and the clip was removed from the jaws. A clip was dry fired and the surgeon tried to fire a clip onto the duct. The device jammed again when during placement of the 3rd clip. Two clips came down the shaft at the same time. The device was removed to remove the defective clips. After this second jam, the device never cleared and continue to fire clips two at a time for two rounds then in singles but clips were not engaging fully in the jaw. The bottom tooth of the clip was not held in the bottom tooth of the jaw. The surgeon continued clearing the clip and trying to reload but the clip never correctly engaged in the jaws.